Event description:
The distributor has reported on behalf of their customer that the catheter was zero balanced prior to insertion. After intracranial pressure (icp) monitoring was conducted for about 10 minutes, the patient was transferred to another room. The staff attempted to resume icp monitoring however, an abnormal value displayed on the monitor.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.